Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing on multiple occasions. The customer's blood glucose (bg) level was 300 mg/dl for the past event and was 128 mg/dl at the time of report. The bg level was addressed with a bolus via the pump and by increasing the basal rate. Reportedly, a new cartridge was successfully loaded, no air bubbles were observed, and insulin delivery was resumed.